Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. Customer's excessive self-testing reduced battery life expectancy.

Event description:
A customer reported that their AED showed a replace battery now warning. No more information provided. No report of this occurring during patient use.